Event description:
It was reported that the lead exhibited low sensing and high capture thresholds. Fluoroscopy revealed dislodgement. The lead was explanted and will not be returned. The physician does not believe the problem was due to the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.